Event description:
Sorin group USA received a report that during the vein harvesting procedure, the customer noted blue plastic debris in the patient's leg. The debris was removed from the leg. There was no report of complications or patient injury.

Manufacturer narrative:
Sorin group USA received a report that during the vein harvesting procedure, the customer noted blue plastic debris in the endoscopic channel. The debris was removed from the wound. There was no report of patient injury. The product was returned to sorin group USA for evaluation. Inspection of the returned device found evidence of material worn away from the upper jaw. Dimensional analysis of the returned unit found that the jaw guide was out of specification, which is indicative of an excessive amount of tissue being clamped into the jaw. The analysis of the bipolar device indicates that the problem experienced by the clinician was most likely caused by applying excessive torque to the bipolar device during clamping. Clamping too much tissue with the device can damage and distort the jaws and potentially generate debris. The instructions for use state "to ensure that the instrument will close properly, do not insert too much tissue in the jaws, " "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument, " and "excessive tissue accumulated within the jaws may prevent knife blade from fully returning to its neutral position." Failure to follow these instructions could have resulted in the reported problem. A CAPA has been issued to investigate the potential for damage to the bipolar when excessive force is applied.